Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to diabetic ketoacidosis and hyperglycemia on (B)(6) 2022. The customer's blood glucose level at the time of incident was 32 mmol/l. Customer was treated with intravenous insulin infusion for hyperglycemia. Customer's current blood glucose value was 17.0 mmol/l. The customer experienced symptoms related to high blood glucose such as nausea, vomiting, abdominal pain, loss of consciousness and tunnel vision. The customer reported that they also experienced low blood glucose. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer was not using the auto mode feature at the time of high blood glucose event. The customer also reported that the insulin pump had a cracked retainer ring. The reservoir was not able to lock into place. The insulin pump will be returned for analysis.